Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received error c-00 on the vio integrated electrosurgical unit (erbe). The customer power cycled the erbe with no change. The monopolar was not working but the bipolar was working. The customer checks the foot pedals in the bottom drawer. The surgeon wanted to swap out the vison side cart with the other tower. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this complaint will be classified based on the provided information at this time. The nurse informed the monopolar was what they wanted to use for the procedure, and it was 't working. They change the cables and the still the monopolar still didn't work. The surgeon brought in a second vision side cart to complete the procedure. There was no harm to the patient. The case was delayed about 20 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors 3/10/2025.) Visual inspection:(heat sink paint faded.) (C-34 errors on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the defective iesu.